Event description:
The customer contact reported backflow of solution from the primary solution container into the secondary solution container. On an unspecified date, the primary tubing set was being used to deliver an unspecified volume of normal saline with an unspecified concentration of potassium chloride, at an unspecified rate, via a symbiq pump. No specific pump programming parameters were provided. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to an unspecified location on the primary tubing set, for piggyback delivery of an unspecified concentration of rituximab. The primary solution container was hung lower than the secondary solution container. It was reported that prior to the nurse leaving the pt's room, it was noted that solution was delivering on the secondary line. One hour after the delivery was started, the nurse went into the pt's room to increase the delivery rate and noted the rituximab container was full of fluid. It was reported that the rituximab bag contained more solution than originally started. The customer contact reported the primary tubing set was clamped, proximal to pump and therapy was resumed. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were reported. It was reported that after the therapy was completed, the primary tubing set, the secondary tubing set, and the solution containers were replaced. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.